Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery only lasted 12 hours. Customer received excessive "replace battery now" alarm without receiving "low battery alert prior to alarm. Customer's blood glucose was unknown. It was reported that batteries were not previously used. It was also reported that insulin pump showed no signs of damage. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify replace battery now alarm without low battery alarm complaint and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.